Event description:
Catheter noted to have a small hole at the proximal end where the catheter meets the hub and noted to be leaking. Removed from use, and another catheter was used. Manufacturer representative made aware by unit.